Event description:
It was reported that two infusion-site failures had been experienced, resulting in hyperglycemia. The person with diabetes (pwd) stated that a site had been changed the day before, but it had not adhered properly, and after a dinner bolus was delivered, cgm readings had not decreased and had continued rising into the 300s mg/dl. The pwd reported that they had waited for the algorithm to correct, and although modulation had occurred, glucose levels had continued to climb. When the cgm had reached 380 mg/dl, the pwd had performed another site change and found the cannula bent, despite not having received a line-blocked alarm. After the site had been replaced, the pwd had turned off the loop, delivered a manual bolus, and blood glucose levels had begun falling into the 200s mg/dl before stabilizing. The pwd noted that the infusion set had been loose/not sticking well and leaking. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.